Event description:
Reporter indicated vns patient has been experiencing an increase in seizures since vns implant. Stimulation was initiated approximately two weeks post-implant at the lowest setting (0.25ma output current). Further follow-up revealed that the patient's device was later programmed to off due to increase in seizures. Patient's pre-vns seizures frequency is 50-60 seizures per day. Investigation to date has been unable to determine what degree of seizures increase the patient was experiencing following vns implant.